Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment appear to be related the circumstances of the procedure. In this case, it is likely it is likely that a posterior cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment that contributed to the reported suture retrieval issue. The noted suture break was due to the cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with three prostyle devices using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss occurred [suture retrieval issue] with all three devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.